Event description:
It was reported that the patient with this pacemaker was told by their physician that there was a potential issue with the battery. Subsequently, the device was explanted and replaced due to product performance concerns related to an advisory. No additional adverse patient effects were reported.